Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the nailing of the proximal femur on (B)(6) 2026, the telescoping lag screw was inserted into the bone at the wrong angle. Due to this failure the surgeon attempted to remove the screw, however due to the incorrect insertion the screw became jammed. The surgeon decided that the fixation should be sufficient and therefore the screw was left in place. It was further reported that during the attempt of removing the screw, the instruments used were bent as well. Not long after the initial surgery, it was discovered that the implanted device had failed and the nail had detached from the bone. For this reason, a revision surgery was performed on (B)(6) 2026, during which all parts were replaced with new devices with the same part numbers. Except the surgeon decided to use a nail with a longer shaft to ensure proper fixation. The revision surgery was performed successful, and no further action is planned.